Manufacturer narrative:
The returned screw was examined under magnification. There was no damage to the screw. Additional mdrs associated with this event: 3025141-2016-00243: plate; 3025141-2016-00244: screw 1; 3025141-2016-00246: screw 3; 3025141-2016-00247: screw 4; 3025141-2016-00248: screw 5; 3025141-2016-00249: screw 6; 3025141-2016-00250: screw 7; 3025141-2016-00251: screw 8.

Event description:
An implanted clavicle plate broke at some point post operatively. The plate and screws were explanted.